Manufacturer narrative:
H3 other text : the device has not been returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient states the device has very little air pressure coming out and is beeping every 2 hours. The patient also states that she wakes up gasping for air after being on the device. There is no allegation of serious or permanent harm or injury. The patient required no medical intervention. A gfe was requested to obtain additional information (i.e., visualization of particles) and to inquire if the patient will return the device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient states the device has very little air pressure coming out and is beeping every 2 hours. The patient also states that she wakes up gasping for air after being on the device. There is no allegation of serious or permanent harm or injury. The patient required no medical intervention. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of foam degradation. During the evaluation, there was no error code found. The third-party service center concludes that the unit dispositioned. Box h was updated in this report.